Manufacturer narrative:
(B)(6). The lot was manufactured september 1, 2015 - september 3, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor leaked into the plastic overpouch. When this occurred in the process was not specified. The device was filled with 2.4 grams of desferrioxamine. There was no patient involvement. No additional information is available.